Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was having difficulty charging their ipg. The patient's ipg was confirmed to be inoperable. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The event of a charger leds indicator error was reported to abbott. The top two leds on the charger flash emits the double beep sequence indicating an issue with the antenna or charger-antenna connection was reported to abbott. It was confirmed that the pins in the antenna connector are intact. The antenna was disconnected and reconnected, but the issue continued. The patient has stimulation. The ipg battery is low. The ipg became inoperable. The ipg was explanted and replaced. Therapy was restored postoperatively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.